Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass gastrectomy procedure, while resecting the tissue, the blade did not come back and remained at the end of the reload. There was no patient injury.